Event description:
The wife of a male pt contacted lifecor customer support to report that the system is continually alarming to "adjust belt." Support asked wife to make sure the electrodes were touching the skin. Support recommended changing the garment and trying lotion on the electrodes. Support also asked for a download. The download came thorough and revealed excessive back falloff. Support sent the pt a new belt. Account coordinator called support to report that they were going to send a pt services representative to the pt because even with the new belt the pt was still receiving "adjust belt" alarms. Support had the psr replace both the monitor and electrode belt.

Manufacturer narrative:
Device MFR date: electrode belt 2006. Monitor 2003. Electrode belt 2007. Device eval summary: device evaluations of electrode belt monitor and electrode belt have been completed. The reported problem was confirmed. The cause for the back channel falloff was an intermittent flex connector within the monitor. This flex connector is a piece of copper cable that runs from one end of the inside of the monitor to the other. It has many folds and carries many signals including the ECG signal. The root cause of the intermittent flex connector is postulated to be due to stress on the cable from the way it has to be into the monitor at the time of mfg. The monitor was repaired, retested and restocked. Both electrode belts were tested and found to be functionally normal. They were restocked. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and electrode belt.